Event description:
Related manufacturer reference number:2017865-2022-48205. It was reported that the patient presented remotely via merlin.net due to not feeling right. A chest x-ray was performed, and it was discovered that the right atrial lead and the right ventricular lead were both dislodged. It was noted that the reason both leads were able to pull back up into the svc was due tot the leads not being anchored well were. Both leads were explanted and replaced. The patient was in stable condition.